Event description:
It was reported that during a lap procedure there were issues with the clip formation two devices. A third device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.